Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently the patients received more medication then intended. The tubing sets were being used to deliver unspecified medications prior ot the delivery of an unspecified chemotherapeutic agents. The customer contact reported that the medications were intended to be delivered in a duration of five minutes; however, "they all went in a little fast." It was reported that it is "hard to regulate the flow" with the cair clamp. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated september 20, 2007.